Manufacturer narrative:
B2: urinary retention, b3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was to inquire if different programs are intended for bladder vs bowel. Patient inquired about which programs are just for the bladder. Reviewed therapy overview, indications for use and general programming guidance. Patient stated they are not interested in using therapy for their bowels (only bladder). They are not having diarrhea and inquired if they changed to a different program if that could constipate them. Redirected patient to healthcare provider (hcp) to further discuss programs. Patient stated they have tried different programs (3 and 4) but stated they would like to try more programs to see if they get better results. Patient reported it's hard to tell if they are getting a 50% reduction in symptoms at this point. Patient stated in the last 5 months they've had 4 bladder infections. Patient stated "that means urinary retention" and stated this is why they would like to try different programs. Patient provided event date as they think they had their surgery on (B)(6) and then had bladder infection on (B)(6), one on (B)(6), one on (B)(6) and another one right now on (B)(6). Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.